Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the lamp. Based on the result, we concluded that it was caused, due to an excessive force applied on the lamp. In addition, we confirmed, that the u/d knob broken. However, it is not related to the alleged complaint. Based on the technical report, it was evaluated not to submit MDR.

Manufacturer narrative:
Evaluation summary: correction information: g6: follow up #2. We correct date of this report 01-12-2021 as that of follow-up#1 whchi was wrongly witten 12-01-2021.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
I received a call because the image felt darker than usual. I checked it on site, but I couldn't tell if it was reproduced or not. The epk-3000 alternative machine was rented out because both of the two scopes in use felt dark. This event occurred at the time of before use. There was no report of patient harm.